Event description:
Pt admitted to hosp with complaints of lightheadedness, fatigue, and shortness of breath. Pacemaker interrogation identified elevated impedance in the ventricular lead consistent with fractured insulation.